Event description:
The pt reported that she started feeling sick and throwing up on (B)(6). She went to the hospital and was admitted with blood glucose measuring 615 mg/dl. She stated that her pdm bg meter did not indicate her bg was high, but she did not report any specific results from the date she was admitted. She stated that she was hospitalized until (B)(6)and in critical care for the first two days. She did not describe any treatment, but stated they did put her back on the pod while she was still hospitalized. A bg meter comparison was done at that time, and her pdm meter read 79 mg/dl while the hospital's read 179 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported inaccurate low test results or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you feel."